Manufacturer narrative:
D4: lot#: gd908535, gd908689, gd909105, gd909082. H9: correction / removal report number: 1019003-02/01/2023-001-r. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient reported they think they got peritonitis because they were using the recalled minicaps. It was not reported if the patient was hospitalized for the event. Treatment ad patient outcome were not reported. Pd therapy was discontinued, and the patient currently performs hemodialysis. No additional information is available.

Manufacturer narrative:
H4: device manufacture date for lot # gd908535: 05/26/20 to 05/28/20 and d4: expiration date: 11/30/21. H4: device manufacture date for lot # gd908689: 07/17/20 to 07/22/20 and d4: expiration date: 01/31/22. H4: device manufacture date for lot # gd909082: 09/20/20 to 10/07/20 and d4: expiration date: 03/31/22. H4: device manufacture date for lot #: gd909105 10/14/20 to 10/21/20 and d4: expiration date: 04/30/22. Correction: h4: device manufacture date for lot #: gd909242 11/13/20 to 11/21/20 and d4: expiration date: 05/31/22. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.